Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having trouble with her insulin pump and experiencing lows and highs blood glucose. The blood glucose reading was 300mg/dl. The customer stated that the end cap sticker was missing. Troubleshooting was performed, and no damaged to the drive support cap noted, but the device had a scratched screen. During the call, the customer stated being admitted as an inpatient for medical treatment due to her low blood glucose of 30s or 40s mg/dl. The customer stated that a co-worker found her lying out on a table during break. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer was going through a lot of stress. No further information was provided.